Event description:
New information received noted that the rf telemetry was reset and the device was successfully paired to the transmitter. The patient was in stable condition.

Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. Further information was requested but not available.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. Patient condition could not be obtained.